Event description:
The physician was attempting to deploy a 3.0 mm diameter x 24mm length driver rapid exchange (rx) bare metal stent to treat a lesion in a pt located in rca. The lesion was reported to be located in a moderately tortuous lesion, with 90% stenosis, and moderate calcification. It was confirmed that resistance was encountered delivering the stent across the calcified lesion. It was reported that the stent dislodged in the rca as the device was withdrawn, resulting in a subsequent acute mi due to an occlusion in the vessel. The physician was unsuccessful in retrieving the stent, which was later found to be located in the sub-ramus of the left renal artery. Add'l info received reported that the pt was discharged and showed improvements of myocardial infarction which occurred during the procedure.

Manufacturer narrative:
(B)(4): eval; results: (pt vessel/lesion morphology; moderate tortuosity, 90% stenosis, moderate calcification). (Systematic stent embolism, mi). Conclusion: (pt vessel/lesion morphology; moderate tortuosity, 90% stenosis, moderate calcification).